Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, the strain relief/luer was found to be separated. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer are separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer could be seen.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was found that the irrigation port for continuous flush was leaky above the luer connection. The leak was a slow constant drip. No air leak was observed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The use of the catheter to treat a persistent atrial fibrillation is considered an off-label use. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was found that the irrigation port for continuous flush was leaky above the luer connection. The leak was a slow constant drip. No air leak was observed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The use of the catheter to treat a persistent atrial fibrillation is considered an off-label use. The device has been received at boston scientific post market laboratory where it's waiting for analysis.